Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set. On an unspecified date, the unspecified tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that unspecified volume of air was noted in the distal end of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and therapy was initiated.